Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out during the manual prime process. The customer's blood glucose was 143 mg/dl. The drive support cap was recessed. The discontinuation of the device was advised. Nothing further was reported.